Event description:
During a stent grafting procedure, the silicone rutner adapter of the sheath came off from the main body at the time of the stent graft insertion. We were advised that the physician made the pre-loading system of stent graft. The stent was mounted for another MFR's dilator, and it was placed in the sheath. When the stent was inserted at the target site, the adapter came off of the sheath while the sheath was being removed. The sheath was pulled out without blood loss as it was thick. There were no adverse consequences and procedure was continued. The pt had no prolonged hospitalization.

Manufacturer narrative:
Eval: still under investigation at this time.